Event description:
It was reported that during an ipg replacement (related manufacturer reference number: 3006705815-2022-15034) on (B)(6) 2022, infectious tissue was found when the ipg pocket was opened. As a result, the entire system was explanted and patient was placed on oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated patient has finished her does of antibiotics and is not experiencing any other symptoms.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. The returned ipg successfully communicated with lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.